Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a drg trial procedure where 2 drg trial leads were placed. Postoperatively, the patient experienced a mild headache and was given fluids and instructed to lie down at which time the headache dissipated. The trial leads were removed on (B)(6) 2016 and later that day, the patient stated her pajama top was wet and was having a headache that ceased while she was laying down. Follow-up information indicated no further interventions were taken and both the physician and patient stated the issue has resolved.